Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer also having another relevant blood glucose values 425 mg/dl, 215 mg/dl, over 300 mg/dl. The customer also reported that the insulin was being delivered via insulin pump. Customer also stated that the reservoir lip ring had damaged. Reservoir was able to lock in place. The device will not be returned for analysis.